Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement it was reported that the stent dislodged from the stent delivery system (sds) when the protective sheath was removed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was contrast visible on the balloon, on the shaft and on the sidearm, and in the balloon, and in the inflation lumen. The protective sheath and stylet were returned with the catheter. The stent was dislodged from the catheter and located in the distal end of the protective sheath. There was no damage to the stent noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the shaft 7.2cm distal to the guide wire exit notch. There were kinks in the hypotube 16 cm and 38.4 cm distal to the distal edge of the strain relief tubing. There was no other damage to the catheter noted. A laser micrometer was used to measure the stent outer diameters and these did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis confirmed that the stent had dislodged and was inside the distal end of the protective sheath. There was no observed damage to the stent or the catheter, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The stent outer diameter dimension was outside of the accepted mfg specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. However, because there was contrast in the inflation lumen and in the balloon, it is possible that there was inadvertent positive pressue applied to the balloon during preparation for use and this could have caused the stent to slightly expand, explaining the oversized outer dimension and also, leading to dislodgement from the balloon during the removal of the protective sheath. The only damage noted to the returned device was kinks to the shaft and hypotube. There was no mention of this damage in the incident and may have resulted from handling during the packing of the device for shipment back to abbott for evaluation. Additionally, it was discovered during the analysis that the inner diameter of the protective sheath was undersized. A field discrepancy notice (fdn) will be issued to further investigation the sheath size; however, it is not certain if this caused or contributed to the stent dislodgement and therefore, a conclusive root cause cannot be determined. All further investigation and corrective actions will be documented and tracked in the fdn. Product performance engineering will trend and monitor the incident circumstances. This MDR is considered closed by the product performance group.